Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because all drawers and cubie pockets were not detected on the communication bus. A field service engineer replaced the communication sled to resolve the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device. (B)(6).

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, every drawer in the system failed. The customer verified that nursing staff were unable to access any medications, resulting in a delay in administering medication to the patient. There were no adverse events or injuries reported based on this incident.